Manufacturer narrative:
Concomitants: 200-02-38 - three peg patella 38mm sn: (B)(4), 204-04-45 - trapezoid tibial tray sz 4f/5t sn: (B)(4), 204-34-04 - fluted stem extension 40l x 14 mm sn: (B)(4), 204-36-12 - stem extension w/slot 120l x16 mm sn: (B)(4), 208-01-04 - cc femoral sz 4 sn: (B)(4), 208-09-05 - cc stem ext adaptor 5 degree sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, who had logic cc implanted in their right knee on (B)(6) 2008, was revised on (B)(6) 2022, approximately 14 years 1 month post the initial implant procedure due to excessive wear to the implants. Revision to logic cc system went extremely well. The patient was last known to be in stable condition following the event. The device is available for return.

Manufacturer narrative:
H6: the revision was likely the result of prosthesis fracture possibly due to unsupported loading of the tibial insert on the rim of the tibial tray. The posterior foot may not have been properly engaged with the tray at the time of implantation. Damage of the posterior foot and subsequent movement of the tibial insert within the tray or backside wear and/or damage of the locking mushroom of the tibial insert may have led to rotational movement of the tibial insert within the tray and subsequent disengagement between the posterior foot of the tibial insert and locking undercut on the rim of the tibial tray. The contributions of each to the sequence of events cannot be determined due to the extent of damage on the returned device. A contributing factor to the tibial insert fracture may have been oxidative embrittlement as a result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
H10. Additional/updated informaiton-b5, d9, h7. H9. Z-0019-2022 h11. Correction- d4 serial number (B)(6), expiration date 13-nov-2011. D6a implanted date- (B)(6) 2014. D10. Concomitants: 200-01-05 - cemented cr femoral sz 5, 2808928; 200-02-41 - three peg patella 41mm, 2806561; 204-04-55 - trapezoid tibial tray sz 5f/5t, 2849621; 204-32-01 - fluted stem extension 11l x 12 mm, 2784668; 204-70-00 - tibial stem ext. Screw, 2879665; h6. Manufactured date 15-nov-2006.

Event description:
Revised on (B)(6) 2014, second revision on (B)(6) 2022, device was implanted for 8 years, 6 months. 70 year old patient. Revision operative report of (B)(6) 2022. Diagnosis: failed right total knee arthroplasty secondary to polyethylene breakage and loosening. Patient tolerated the procedure well. No other information is available.